Event description:
It was reported that, "acetabular cup loosening. Explants not being returned because the sales rep did not have access to sterilization."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.